Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: date of event: unknown. Samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock. Received one open and empty sample from the customer. Requested one box from stock of this code-batch to analyze this complaint. Tested the needle attachment of all samples received from stock and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving a defective sample, without closed samples an analysis cannot be performed. Nevertheless, note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "the needle detached from the thread during withdrawal or stitching from a groin surgical procedure. The tissue was femoral. No patient injury reported. No surgery delay reported. All med watch submissions related to this report are: 3003639970-2018-00620.